Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc tenku balloon dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo lesion in the left anterior descending (lad). Reportedly, during pre-dilatation, a rotablator was used for the calcified lesion. A non-abbott balloon catheter was used and then the 2.0 x 12mm nc tenku was advanced; however, it ruptured during first inflation at 6 atmospheres. There was some resistance encountered during advancement with the patient anatomy. There was no resistance during removal of the device. The lesion was further dilated with a non-abbott balloon catheter and a stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.